Event description:
Same case as: 2134265-2015-01079, 2134265-2015-01080. It was reported that an automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to perform automatic pullback. However, it was noted that the motor drive unit 5 (mdu5) did not start an automatic pullback at all. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).